Event description:
It was reported to medtronic minimed that the customer received a pump error 4(the motor arm cannot communicate with the main arm), pump error 23(post-reset ram crc alarm), and pump error 15(the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 15, pump error 4, or unexpected pump error 23 alarms occurred during testing. A review of the formatted history file shows on (B)(6) 2025 at 01:35 the pump alarmed pump error 15 (line number 442 file number 38), pump error 4, and then pump error 23. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 15 alarm is confirmed due to a software error. Pump error 4 alarm is confirmed as a result of error 15. Pump error 23 alarm is confirmed, fault often happens if the pump restarts without a safe shutdown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.